Event description:
It was reported that the customer reported via the sales rep that an exeter device was implanted past its expiry date. Further info has been requested.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If it becomes available, the evaluation summary will be submitted in a supplemental report.